Manufacturer narrative:
Batch review performed on 31 july 2019: lot 131630: (B)(4) items manufactured and released on 10-jul-2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event

Event description:
The patient came in complaining of pain caused by a loose stem 5 years and 9 months after primary. The surgeon revised the stem, head with a competitor's items and revised the liner with a medacta liner. The surgery was completed successfully.